Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump experienced a leak during infusion. There were patient involvement and no harm. Leakage that could result in exposure of the patient and/or clinician to blood or drug fluids.